Event description:
The customer stated that she performed control test and received results of 524 and 54 mg/dl. The normal control range is 100-138 mg/dl. The customer did not allege any adverse events. The tests strips are to be returned for evaluation, and replacement test strips will be sent.